Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during advancement of the commander delivery system and while crossing the annulus, they were unable to inflate the balloon. Blood was noted in the inflation device and it was suspected that balloon was ¿broken¿. The valve was pulled back to the descending aorta and the delivery system with the prosthesis were withdrawn through the femoral artery. The patient was converted to surgery and a surgical valve was implanted. The patient is doing well. The device is not being returned for evaluation. Per report, upon removal it was observed that the catheter was damaged (not the balloon) and that´s why at the time of inflation the volume was going out of the system.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During balloon manufacturing, the entire delivery system (including the crimp balloon, and inflation balloon) are 100% inspected for the following: working length, balloon diameter, proximal and distal inner and outer leg diameter, double wall thickness, witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Balloons are sampled for burst testing and additional visual inspection. During crimp balloon molding process the balloons are 100% dimensionally and visually inspected upon completion of molding and annealing for the following: distal and proximal length, distal and proximal inner diameter, single/double wall thickness, general appearance/gross defects, foreign matter, impurity/contamination, and appearance of fish eye and gel spot. The laser weld joint is 100% visually inspected. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. During final inspection the device is visually inspected by both manufacturing and quality for the following: missing components, incorrect assembly, device damage, contamination, nose tip to balloon bond for smoothness and leak channels, inflation and crimp balloon for distorted/pinched folds, wrinkles, and waviness, crimp balloon to balloon shaft bond for bubbles, expose wire and smoothness of the weld joint, the flex shaft is inspected among other things, for damages, flash, and exposed metal. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. During product verification (pv) testing is performed on lot samples for functionality (kinks, cracks, missing components, missing small white marker band on balloon shaft, inflation/crimp balloon bond, balloon inflation/deflation time) and met statistical requirements. Additionally, under pv tensile testing, inflation balloon/crimp balloon was performed and met statistical requirements. The lot met requirements prior to release for distribution. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed one similar complaint for delivery system ¿ leakage. No manufacturing non-conformance, and no labeling, training, or IFU deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Without relevant photographs, imagery of the procedure, and the device itself, the complaint for delivery system leakage was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform visual, dimensional, and functional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances which could have contributed to the complaint. Furthermore, a review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigation further supports that it is unlikely manufacturing non-conformance contributed to the reported events. Additionally, there was no reported leakage during device prep, especially during the de-airing process of the delivery system, indicating that the device did not have leakage or damage out of box. It is possible that the delivery system leakage occurred during use. As noted in the event description, ¿once outside the patient it could be confirmed that there was a break, not of the balloon itself but of the catheter¿. It is possible that excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) resulted in kinking or damage to the balloon shaft. The complaint for was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. In this case, procedural factors may have contributed to the reported event. However, based on available information, a definitive root cause is unable to be determined. A review of complaint history revealed that the occurrence rate for this trend category exceeded the may 2018 control limit. However, the presence of a manufacturing non-conformance was not identified. Additionally, a review of complaint history revealed that no product non-conformances or IFU/training manual deficiencies. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
Correction of date of event.

Manufacturer narrative:
A photo of the complaint device was provided and reviewed. The valve and inflation balloon appeared to have been partially expanded in the distal end. Blood can be seen in the balloon, confirming the leakage in the delivery system. However, the exact location of the leakage could not be determined from the photograph. In this case, the device was able to be retrieved through the sheath with no issue during the procedure, it is likely that the valve and balloon was inflated after being removed from the patient during back table inspection. The complaint for ¿delivery system ¿ leakage¿ was confirmed based on the photograph of the complaint device provided by the site. However, due to the unavailability of the device, engineering was unable to perform visual, dimensional, and functional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances which could have contributed to the complaint event. Furthermore, a review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigations further supports that it is unlikely a manufacturing non-conformance contributed to the reported events. Additionally, there was no reported leakage during device prep, especially during the de-airing process of the delivery system, indicating that the device did not have leakage or damage out of box. Per the additional information provided, ¿effective inflation of the balloon during the implant was not achieved. Once extracted in the operating room, an attempt was made to dilate by injecting serum to locate the leak. Initially we thought it was a broken balloon, but we found that it was due to a fracture of the connector between the balloon and the inflator¿. However, it is unlikely that the y-connector or 3-way stopcock was fractured, as damage in this part of the delivery system would not have resulted in blood being observed in the ¿inflator¿ (atrion) or the balloon. Therefore, it is more likely that the break/damage occurred in the distal portion of the balloon catheter (e.g. The balloon shaft, balloon, guidewire lumen, etc.). As blood was seen inside the inflation balloon, it is likely that the leak was at a location along the distal length of the balloon catheter. As mentioned in the complaint description, ¿once outside the patient it could be confirmed that there was a break, not of the balloon itself but of the catheter¿. It is possible that excessive manipulation of the delivery system during the procedure or interaction with calcification (e.g. During delivery system insertion/advancement or valve alignment) resulted in damage to the balloon catheter. In this case, patient factors (calcification) and/or procedural factors (device manipulation during the procedure) may have contributed to the reported event. However, a definitive root cause is unable to be determined.